Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device did not function. The device was being used during surgery. No injury or medical intervention occurred. No additional info provided.